Event description:
Boston scientific crm received information that an x-ray revealed a possible perforation with this right ventricular (rv) lead. An echogram noted a small effusion. The rv threshold measurements were above the maximum output. As a result, the rv lead was successfully repositioned. This lead remains implanted. Boston scientific did not make the event date available.